Event description:
A malfunction alarm related to altitude was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer had experienced this issue previously, and the pump was confirmed to be in warranty. Technical support decided to replace the pump, provided instructions on managing the existing pump before returning it, and arranged for a signature-required delivery of the replacement. The customer acknowledged the instructions and the need to return the defective pump within ten days.